Manufacturer narrative:
Unit had broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damaged. The customer's blood glucose was 190 mg/dl at the time of incident. Customer reported that a few cracks in the plastic that it covers the insulin pump. The customer reports that reservoir was able to locked into the place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.